Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that recorded non-sustained ventricular tachycardia episodes were attributed to the procedural cautery that was taking place at the time of the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.